Event description:
This device case, the first of two reported by a diabetes nurse via a co rep, concerns pt wo was receiving insulin (details unknown) via a pen injector device (humapen ergo) for treatment of diabetes. The device was operated by the pt who was a trained user. It is unknown for how long they had been using the device. No medical history was provided and concomitant medications are unknown. An unspecified time after starting to use the device, it was reported that the pt's humapen had a malfunction. Investigation of the pen revealed that it concerned a "mixed pen", a clear cartridge holder (lot# unknown) attached to a humapen with teal/opaque body (lot #a1375/model #ms8335). Further investigation showed that both engagement tabs of the clear cartridge holder were broken. The likely cause of the tab breakage was user or pt abuse. No adverse event was reported in connection with this complaint. The pen was sent to the MFR (pds) for further analysis. The manufacturer's eval results were as follows: "physical examination and additional investigation revealed stress marks and damage consistent with the tabs being bent back and forth until the plastic failed, which would not occur during normal use. The root cause suspected is post distribution abuse". This report is cross-referenced to the global product complaints management system (gpcms) database. This report is cross-referenced to ewc010928194. Updated 9/18/2001: added likely cause of tab breakage was abuse or pt abuse. Edit 9/27/2001: edited MFR analysis results. Updated 9/26/2001: added results of MFR investigation.